Event description:
An altitude alarm issue was reported with a pump, but the customer did not provide their blood glucose level at the time. There was no adverse impact on the customer's blood glucose level. The customer did not need to replace the cartridge and was able to resume insulin using the original cartridge. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.